Manufacturer narrative:
Initial reporter updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the tracker instrument was experiencing difficulties fitting with instruments as the instruments would stick. There was no patient present when this issue was identified. No additional information was provided.